Event description:
The pt reported the (+) amplitude control button and the program control button on her pt programmer are sticking. A replacement programmer was sent to the pt. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.